Event description:
The rep reported the device was used during an unk procedure. It was reported the um201 when the instrument was removed there was a part missing. The pt was returned to a lithotomy position and a hysteroscopy was performed and the piece of the burst balloon was removed. There was no consequence to the pt.